Event description:
It was reported that the patient returned to hospital for bleeding internally after laparoscopic procedure using harmonic 1100. The patient had to have another procedure to stop the bleeding which appeared to be from the seal site using our energy device. The patient has since been discharged and bleeding was controlled after the second operation.

Manufacturer narrative:
(B)(4). Date sent: 1/31/2025. D4 batch #: unknown. D4: UDI: as the catalog/model number was not provided, the (B)(4)gtin is not available. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what was the product code for the harmonic 1100 that was used in the original procedure? Can a timeline of events be provided? What was the original surgical procedure? What anatomical structure was the device used on for cutting and coagulation? Was the device used on any named vessels? If yes, what were their approximate size? What power level was selected when using 1100 device in the original procedure? What is the surgeon's experience with the harmonic 1100 and the harmonic platform? What was the date when the post-op bleed was identified? What was the date of the 2nd procedure? How was the post op bleeding identified? What was the anatomical site of the bleed? How was it controlled? How much blood loss occurred? Did the patient require a blood transfusion? What is the patient's current status? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 2/13/2025. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Corrected data: d1, d4. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional information was requested and the following was obtained: what was the product code for the harmonic 1100 that was used in the original procedure? Har1136 can a timeline of events be provided? Date of 1st op was 18th dec. Came back to theatre on the same day what was the original surgical procedure? Right hemicolectomy what anatomical structure was the device used on for cutting and coagulation? Mesentery was the device used on any named vessels? The bleeding section had no named vessels. Just mesentery if yes, what were their approximate size? What power level was selected when using 1100 device in the original procedure? 5 - he thinks the bleeding is because the harmonic 1100 is too fast. What is the surgeon's experience with the harmonic 1100 and the harmonic platform? Experienced what was the date when the post-op bleed was identified? What was the date of the 2nd procedure? Same night how was the post op bleeding identified? What was the anatomical site of the bleed? Abdominal mesentery how was it controlled? Opened the patient (not sure how they controlled as they were reoperated on by a different surgeon). How much blood loss occurred? 1l did the patient require a blood transfusion? Yes what is the patient's current status? Discharged and bleeding controlled.